Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms were not available for review. Therefore, the cause of the pericardial and pleural effusion, could not be determined with the information received. Should additional info become available, a supplemental report will be filed. Despite several requests, aga medical has not received any additional info.

Event description:
It was reported that three days post implant of a 26mm amplatzer septal occluder (aso), the pt experienced a pericardial and pleural effusion, due to a severe allergic reaction. The pt does have a previous nickel allergy. The pt dd not have pulmonary hypertension, the peak systolic pa pressures were 40, hence the mean pa pressures could not have been more than 30 (guesstimate). There was clear evidence of left to right shunt with ra rv enlargement. In 2007, the pt was placed on steroid therapy, discharged home and was stable. Over the next month, the pt will receive serial echoes.